Event description:
When hospital is attaching the 10cc syringe to a manifold, the connection is resulting in a cracked fitting and air is being aspirated. There has been no pt injury. A sample is being returned for evaluation.